Event description:
Cgm error 42 was reported by the caller, indicating an issue with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the reset process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.